Manufacturer narrative:
The pump passed the self test and displacement test. No unexpected pump error 63 alarm noted during the testing. Successfully downloaded history files and traces using thump. Pump error 63 alarm (variable info = 0c) was recorded and found in the formatted history file on: (B)(6) 2023 05:58:33.000. Pump error 63 alarm (variable info = 0c) was confirmed according in the formatted history file, suspected on hw. Please see below for pump errors/alarms noted 2 days prior to the event date 24-nov-2023 in the formatted history file.  Low battery alert was recorded and found in the formatted history file on: on (B)(6) 2023 05:58:37.000, on (B)(6) 2023 06:04:49.000, on (B)(6) 2023 06:05:02.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 06:05:12.000, on (B)(6) 2023 06:05:44.000. Failed battery alert/battery failed alarm was recorded and found in the formatted history file on: (B)(6) 2023 05:58:36.000; on (B)(6) 2023 06:04:49.000; on (B)(6) 11/24/2023 06:05:02.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 10:36:59 am. There was no power data available for the event date of 24-nov-2023. Unable to check power data for low battery alert and failed battery alert/battery failed alarm. No unexpected low battery alert and failed battery alert/battery failed alarm noted. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked battery tube threads and a scratched case. Pump error 63 alarm (variable info = 0c) was confirmed according in the formatted history file, suspected on hw. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a hardware low-level failure ( pump error 63 alarm). Troubleshooting was performed and explained the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.